Event description:
It was reported that balloon rupture occurred. A 4.0 mm non-boston scientific stent was implanted but was slightly flattened and in-stent restenosis had occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). A 6.00mm x 12mm nc emerge ballon was used to dilate the in-stent restenosis; however, it ruptured during the second inflation at 20 atmospheres. It was noted that the dilation was about halfway into the stent strut when it ruptured. The procedure was completed with a different device. There were no patient complications reported in relation to this event.